Event description:
Patient reported the infusion device is displaying an e8 (power interrupt) error message. Patient stated this began after changing the battery. Patient stated she changed the battery because the display on the infusion device was blank when she went to take her lunch bolus today. Patient reported the infusion device was working fine this morning. Patient stated she has tried two brand new batteries; has not changed the battery cover since receiving the infusion device for about 2 years. Educated patient on replacing both the battery cover and adapter every 2 months. Patient reported she reinserted the battery and the infusion device starts to go through the start-up sequence, but part of the way through it stops and goes to e8; patient is unable to clear the error by pressing the check button. Patient stated she feels the check button click down and then back up when she presses it. Patient reported she felt quite ill for 2 days and is unable to remember the two days very well; unable to provide blood glucose reading. Patient's normal blood glucose range was not provided. Patient stated she injected insulin via pen herself but could not advise the amounts as she does not remember the days. Patient reported she immediately went to her back-up plan but felt quite ill for 2 days as she was unsure of the amounts of insulin she required. Patient stated she slept for the majority of the first 2 days until she got her self under control again. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.